Manufacturer narrative:
(B)(4). This is a report where the patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient re-used a single use product during peritoneal dialysis therapy on the homechoice. During troubleshooting, the patient stated that they had restarted therapy and reused the same supplies. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.